Manufacturer narrative:
Additional initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle mini leaked during use. The following information was provided by the initial reporter: customer informs they have just used omnitrope with the new pen. And yes, it continues with loss of product on the needle. As soon as they install the needle there is a slight loss and as soon as they finished applying it too.

Manufacturer narrative:
H.6. Investigation: customer returned five (5) sealed 31gx5mm bd pen needles from lot 8128638. Consumer reported a leakage has occurred. All five returned pen needles were examined, then tested for flow using a test pen injector: all five pen needles were able to expel properly. Since no evidence of manufacturing defect was observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that bd ultra-fine¿ pen needle mini leaked during use. The following information was provided by the initial reporter: customer informs they have just used omnitrope with the new pen. And yes, it continues with loss of product on the needle. As soon as they install the needle there is a slight loss and as soon as they finished applying it too.